Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Blood sugar levels were 600 mg/dl [blood glucose increased]. Malfunction in the push button of the novopen 6 [device malfunction]. Couldn't administer medicine [device failure]. The pressure required for injections was described as quicker than normal [device delivery system issue]. Case description: this serious solicited report from turkey was reported by a consumer as "blood sugar levels were 600 mg/dl(blood sugar increased)" beginning on 2025 , "malfunction in the push button of the novopen 6(device component malfunction)" with an unspecified onset date , "couldn't administer medicine(device failure)" with an unspecified onset date , "the pressure required for injections was described as quicker than normal(device delivery system pressure issue)" with an unspecified onset date and concerned a 58 years old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy". Ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) from unknown start date for "drug use for unknown indication". Dosage regimens: novopen 6: ryzodeg penfill 100 u/ml: (patient has been using ryzodeg penfill for 2 years). Current condition: type 1 diabetes mellitus (for 23 years), diabetic retinopathy procedure: bypass surgery. Concomitant medications included - saneloc (metoprolol succinate), lipitor (atorvastatin calcium), janumet [metformin hydrochloride;sitagliptin phosphate] (metformin hydrochloride, sitagliptin phosphate),optima blod(noncodable). On an unknown date, the patient experienced malfunction in the push button of the novopen 6 and thought that patient had been administering the ryzodeg penfill medication for the last 4 days, but had not been able to administer it. As a result, on an unspecified date in 2025, patient experienced elevated blood glucose (blood glucose) levels 600 mg/dl (when went to the emergency department of hospital), fatigue, nausea, and vomiting. Situation lasted for about a week, during which the patient received intravenous treatment(not specified) at the hospital to lower blood sugar levels and was discharged with blood glucose (blood glucose) levels under control 400 mg/dl after treatment in 2025. After receiving a new pen (within a few days with batch number nvgdh40), it was reported that symptoms improved, and complaints of weakness, nausea, and vomiting also resolved. There was not any suspicion about ineffectiveness of ryzodeg penfill. Relative clarified that the patient has not reused needles, always using them once and removing the needle tip from the product after use. Patient did not leave the needle attached between injections. The pressure required for injections was described as quicker than normal. According to the patient relative, the patient only uses ryzodeg penfill and has never seen it appear cloudy, and has not received any training from a healthcare professional on novopen use; instructions were provided at the pharmacy afterward, and currently, the patient does not seek further training but has asked questions related to the pen. The relative reported that there have been no recent changes in the patient diet or exercise levels and confirmed that the patient did not switch from another novopen to the current novopen, having started directly with the novopen 6. Investigation results: name: novopen 6 blue, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: ryzodeg penfill, batch number: rs6mx60. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission case has been updated with following information. Investigation results updated. Device tab: is non reportable field and malfunction field updated to no. EU/ca tab: final report check box ticked, expected date of follow up was removed. Device addendum tab: annex b c d g codes updated. Batch number of ryzodeg penfill was added. Lab data date was added. Event start date of event blood sugar increased was added. New event device delivery system pressure issue was added. Date of incident updated in device addendum tab. Narrative updated accordingly. References included: reference type: e2b company number. Reference ID#: tr-novoprod-1527588. Reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2025-00179. Reference notes: medwatch 3500a MFR. Report number. Final manufacturer comment: 06-nov-2025: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. Patient's underlying medical condition of type 1 diabetes mellitus is a significant confounding factor for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of ryzodeg penfill. H3 continued: evaluation summary name: novopen 6 blue, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) blood sugar levels were 600 mg/dl [blood glucose increased] malfunction in the push button of the novopen 6 [device malfunction] couldn't administer medicine [device failure] case description: study ID: (B)(4). Study description: trial title: patient education on using of devices for both insulin and growth hormone (durable and disposable devices) patient's height: 155 cm. Patient's weight: 65 kg. Patient's bmi: 27.05515090. This serious solicited report from turkey was reported by a consumer as "blood sugar levels were 600 mg/dl(blood sugar increased)" with an unspecified onset date , "malfunction in the push button of the novopen 6(device component malfunction)" with an unspecified onset date , "couldn't administer medicine(device failure)" with an unspecified onset date and concerned a 58 years old female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", , ryzodeg penfill 100 u/ml (insulin aspart 1.05 mg/ml, insulin degludec 2.56 mg/ml) from unknown start date for "drug use for unknown indication", dosage regimens: novopen 6: ryzodeg penfill 100 u/ml: current condition: type 1 dm procedure: bypass surgery. Concomitant medications included - saneloc (metoprolol succinate), lipitor (atorvastatin calcium), janumet [metformin hydrochloride; sitagliptin phosphate] (metformin hydrochloride, sitagliptin phosphate). On an unknown date, the patient experienced malfunction in the push button of the novopen 6 and thouht that patient had been administering the ryzodeg penfill medication for the last 4 days, but had not been able to administer it. As a result, patient experienced elevated blood glucose (blood glucose) levels 600 mg/dl (when went to the emergency department of hospital), fatigue, nausea, and vomiting. The patient received outpatient treatment and was discharged the same day with blood glucose (blood glucose) levels under control 400 mg/dl after treatment. Batch numbers: novopen 6: has been requested ryzodeg penfill 100 u/ml: has been requested action taken to ryzodeg penfill 100 u/ml was not reported. The outcome for the event "blood sugar levels were 600 mg/dl (blood sugar increased)" was unknown. The outcome for the event "malfunction in the push button of the novopen 6(device component malfunction)" was unknown. The outcome for the event "couldn't administer medicine (device failure)" was unknown. Reporter's causality (novopen 6) - blood sugar levels were 600 mg/dl (blood sugar increased): unlikely malfunction in the push button of the novopen 6(device component malfunction): unlikely couldn't administer medicine (device failure): unlikely company's causality (novopen 6) - blood sugar levels were 600 mg/dl (blood sugar increased): possible malfunction in the push button of the novopen 6(device component malfunction) : possible couldn't administer medicine (device failure): possible reporter's causality (ryzodeg penfill 100 u/ml) - blood sugar levels were 600 mg/dl (blood sugar increased) : unlikely malfunction in the push button of the novopen 6(device component malfunction): unlikely couldn't administer medicine (device failure): unlikely company's causality (ryzodeg penfill 100 u/ml) - blood sugar levels were 600 mg/dl (blood sugar increased): possible malfunction in the push button of the novopen 6(device component malfunction): possible couldn't administer medicine (device failure): possible this report is for a foreign device that is assessed as "similar" to us marketed novopen echo.